Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose levels and infusion set with bent cannula. Blood glucose level at the time of the incident was 598 mg/dl and treated with insulin pump. Blood glucose at the time of the call was 360 mg/dl. Customer did not complete troubleshooting for high readings. The infusion set was replaced. No product will return for analysis. Frn reservoir unknown; infusion set.